Event description:
It was reported that there was a malfunction identified by the code malf 16, with a fault ID available, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump under warranty and instructed the customer to use mdi as a backup therapy to ensure insulin delivery continued. The customer was guided on how to put the pump into storage mode and was asked to return the faulty pump using a pre-paid label within 10 days, which the customer understood and agreed to.